Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was poor staple formation; several staples were malformed after 10 or 20mm firing. Current patient status is with no problem.

Event description:
According to the reporter, during a sigmoidectomy procedure, on the third firing at the functional side to side anastomosis, the reload was connected to the adapter. The surgeon tried firing the device, but it stopped halfway, so they pushed the silver button and pulled the knife back. They replaced the reload and re-stapled on the distal side of the staple line with no problem. The tissue was not thick. There was tissue damage. The device was removed from the tissue by additionally resecting the tissue. The surgical time was extended by less than thirty minutes.